Manufacturer narrative:
Event date: exact date unknown, patient was evaluated approximately two months prior the surgery.

Event description:
It was reported that the patient implanted with this inflatable penile prosthesis (ipp) visited the hospital as they were experiencing pain and discomfort in the penis and scrotum. The patient was also having difficulty using the device pump. During in-clinic evaluation, it was noted that the device was working properly; however, a revision surgery was scheduled for two months later to address the discomfort. During the procedure, the entire device was explanted and replaced with a new one. The physician re-dilated the corporal bodies to provide a better position for the new cylinders. No additional patient complications were reported, and the patient is expected to fully recover.

Manufacturer narrative:
Exact date unknown, patient was evaluated approximately two months prior the surgery.

Event description:
It was reported that the patient implanted with this inflatable penile prosthesis (ipp) visited the hospital as they were experiencing pain and discomfort in the penis and scrotum. The patient was also having difficulty using the device pump. During in-clinic evaluation, it was noted that the device was working properly; however, a revision surgery was scheduled for two months later to address the discomfort. During the procedure, the entire device was explanted and replaced with a new one. The physician re-dilated the corporal bodies to provide a better position for the new cylinders. No additional patient complications were reported, and the patient is expected to fully recover.